Manufacturer narrative:
(B)(4). Batch#: unknown. Date of event is (B)(6) 2020. Event day was no provided. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during an unknown procedure, the device does not load clip, clip does not close properly, and clips have broken in two parts when applied. Time of surgery was increased "to pick up another solution," however surgery was successfully completed and there were no patient consequence.